Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys testosterone ii assay (testo) on a cobas 6000 e 601 module (e601). The sample initially resulted as 172.6 ng/dl and this value was reported outside of the laboratory. The physician asked for a repeat of the sample as the value was within the normal reference range for testo and did not match the clinical picture of the patient. The sample was repeated, resulting as < 2.5 ng/dl, which was reported outside of the laboratory as < 12 ng/dl. The sample was also repeated on a different analyzer, resulting as < 12 ng/dl. The repeat result was believed to be correct. The patient was not adversely affected. The testo reagent lot number was 232994. The reagent expiration date was asked for, but not provided. The field service engineer could not determine a cause. The customer ran precision studies. The customer noted that the field service engineer has been on site previously for issues with the measuring cell and has changed a board on the analyzer more than once.

Manufacturer narrative:
Calibration signals for the calibration performed on (B)(6) 20187 were ok. Quality controls were within acceptable range on (B)(6) 2018. No reagent issues are evident based on calibration and control data. Upon review of the alarm trace, no issues were seen. The investigation was unable to find a definitive root cause.